Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal at 2000 mcg/ml and 275 mcg/day via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient had an empty pump and the empty reservoir alarm was occurring. It was noted that the patient "fell through the cracks" and missed a refill. The event date was (B)(6) 2017. The hcp changed the dose from 275 mcg/day to 100 mcg/day. No symptom was reported and no further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from hcp indicated that the patient did not hear the alarm but the hcp did.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.